Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that after the patient had a different device implanted on the (B)(6) prior to the date of this report, the patient began to have an overstimulation sensation as well as pain and discomfort in the chest and arm area. The patient typically didn¿t get stimulation in the area of the chest or arm. The stimulation had been turned off and turned down to 0 volts. There had been no evidence of a power on reset (por) having occurred. The new device had been turned off and the patient had lost stimulation as expected, but the patient continued to receive stimulation in the chest and arm. A manufacturer representative later met with the patient and confirmed that the patient¿s stimulation was off and both of the patient¿s programs were at 0 amps. The patient¿s stimulation was also tested by turning the stimulation on, at which point the patient had been able to feel the stimulation in the buttock and legs and the discomfort in the chest had not changed. The patient¿s device was then turned off again. The patient continued to have pain in the left chest wall and left arm. The patient was noted to have been admitted into the hospital and the healthcare providers (hcp) at the hospital were assessing the patient¿s condition.